Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. One prostyle suture was successfully deployed. Reportedly, after inserting a second prostyle, resistance was felt when deploying the footplate as it did not deploy smoothly. Resistance was then felt when lifting the footplate. Therefore, the device was removed and replaced. One additional suture was successfully pre-placed. The sheath was upsized and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.